Event description:
New sterile cre -controlled radial expansion- dilatation esophageal catheter opened prior to procedure. Catheter end brittle, appeared "used". New cre opened and used. Boston scientific corporation called. Sent new cre set and defective set returned to boston scientific. Near miss. Did not reach / harm patient. Dates of use: 2009. Diagnosis or reason for use: egd with possible dilitation.